Event description:
Thermocool did not irrigate properly. The fluid just dripped out of the tip of the catheter even when running at 60 ml/sec. We handed over a new catheter and the problem was resolved. No harm came to this patient.